Event description:
It was reported to nova biomedical that a customer received a result of 164 mg/dl on their blood glucose meter. It was reported that the consumer experienced a hypoglycemic event requiring medical intervention. When the emts tested the consumer they received a result of 47 mg/dl on their unknown blood glucose meter. During the call to customer support, the customer does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The customer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.